Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a bent accucath needle was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. The sample was received fully assembled, with the catheter overlaying the needle shaft. No obvious use residues were observed. The wire extended approximately 1cm past the needle tip. The safety button was depressed and the needle was partially withdrawn into the housing. A sharp bend was observed in the needle shaft approximately 2cm from the needle carrier. Attempts to advance and retract the guidewire were unsuccessful. The wire was immobile as it was apparently constrained by the bent needle, preventing fully safety activation. Microscopic inspection of the needle tip was unremarkable. Microscopic inspection of the catheter was unremarkable. Microscopic inspection of the guidewire confirmed that it was intact but was otherwise unremarkable. Needle deformation was observed; however, no evidence was discovered that informed the cause of the deformation. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation prior to or during attempted use. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that the clinician took the catheter out of the package, and when she took the cap off, the needle was bent with the catheter on it. Additional information received 2/24: customer states: "I did not use it on a patient, I just pulled another kit and used the catheter from the second accucath package. I have a feeling that the shipping box the packages are sent in is being externally damaged (some boxes are damaged when we receive them)and impacting the catheters, but I am unsure as nothing else in the package shows damage." It was reported this occurred with two devices. This report addresses the first device.